Event description:
Infusion pump set to deliver 10cc/hr. Flow compromised, alarm sounding continuously. Air vent pricked with needle to improve flow, and solution began leaking from air vent port; IV stopped. Investigation found pump latch mechanism failed to open the slide valve which prevented infusion flow. Pump continued to display normal functioning on display panel; showed delivered volume between alarms in the absence of any flow. Long interval (7 minutes in adult pump; 55 minutes in peds. Pump) for pump to recognize line obstruction and to sound alarm.